Manufacturer narrative:
The country of origin is (B)(6). A general reagent problem was ruled out because of the investigation. All values, generated with all types of analyzers, are considerably above the upper level of the normal reference ranges of the respective assays. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys ft4 iii assay, and elecsys ft3 iii results from the cobas 8000 e 801 module serial number (B)(4). This MDR will cover the elecsys ft3 iii reagent. Refer to the MDR with patient identifier = (B)(6) for the elecsys ft4 iii assay reagent and refer to the MDR with patient identifier = (B)(6) for the elecsys tsh assay reagent. The questionable results were reported outside the laboratory and an investigation was requested.